Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was admitted for unexplained anemia, not currently on any anti-coagulants. Gastrointestinal bleeding was confirmed, old blood in colon per colonoscopy. Colonoscopy on (B)(6) 2020 showed old blood throughout entire colon from rectum to cecum. No significant diverticular disease was noted and no active bleeding found. Bowel was lavaged clearing old blood from mucosa. Source of bleeding was reportedly most likely arteriovenous malformations (avms).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was treated with blood transfusion.